Manufacturer narrative:
Clarification and resolution were requested from the field representative. It was later reported that the patient was further evaluated and no noise was present and no other lead issues were found with this lead. The physician was still contemplating when or if to revise this lead. It was later reported that again low pacing impedances were detected, but with recent events which showed a fine noise on the right atrial (ra) lead as well as the rv lead. Technical services suggested troubleshooting. Resolution again was requested from the field. The field representative reported that no noise or inhibition of pacing was seen or could be reproduced. The lead consistently had a low impedance since it was implanted. The physician has scheduled the patient for an rv lead replacement in the next month.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited low pacing impedances. No adverse patient effects were reported.

Manufacturer narrative:
The rv lead was surgically abandoned and a new lead was successfully implanted.